Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell . There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.